Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer¿s blood glucose (bg) level was not impacted. During troubleshooting drops were observed exiting the infusion tubing during the load fill tubing sequence and the customer declined to continue troubleshooting. Tandem technical support advised the customer to load new supplies to avoid an additional occlusion alarm.